Manufacturer narrative:
B5 information provided by md via lab results: confirmed bi-alcl atypical cd30+ mature larfge t-cell population consistent with breast implant associated large t-cell lymphoma.

Event description:
Confirmed bi-alcl atypical cd30+ mature large t-cell population consistent with associated large t-cell lymphoma.

Event description:
Confirmed alcl left side.